Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6) ); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient experienced trouble charging an implanted neurostimulator for the past six weeks. The charging duration was inconsistent, sometimes taking two hours and other times only 40 minutes. During a charging attempt, a software message 1. Intellis 2. 3.6 3. 58 4. Qf_new appeared , and a battery low recharge message was displayed on the controller. Additionally, the controller's low battery was reported, while the implant battery was at 80%. The patient was advised to reset the controller, which cleared the message, and to connect the ac power supply, confirming recharging with a green light flashing above the screen. The patient was educated on charge duration and advised to monitor the situation and call back if the issue persisted.

Manufacturer narrative:
H2: review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-03 additional information was received from the patient. They reported that they were sent a new paddle and they returned the old defective one, which resolved the reported recharging issue.